Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the coating peeled on the connecting tube of the videoscope. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed insertion tube coating pealing could not be determined, however, the issue was likely the result of stress due to user handling/mishandling. The event may be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection, 3.6 inspection of the endoscope olympus will continue to monitor field performance for this device.